Event description:
It was reported that the patient was going to have a revision on (B)(6) 2012. The patient had a lot of scar tissue and keloid tissue with surgeries and was planning on receiving radiation therapy. The physician was planning on moving the implantable neurostimulator to below the incision to help get the neurostimulator out of the field of radiation. The patient was also going to be upgraded to a restore ultra implantable neurostimulator due to size reasons. Additional information has been requested, but was not available as of the date of this report.

Event description:
Additional information received reported that there were no malfunctions seen with the device. It was further reported that the patient received a onetime dose of radiation at the incision site due to a past history of developing keloid tissue. The patient was reportedly receiving therapeutic benefit as of the post-operation visit.

Manufacturer narrative:
Product ID neu_unknown_lead, implanted: (B)(6) 2007, product type lead. Product ID neu_unknown_lead, implanted: (B)(6) 2007, product type lead. Product ID 37742, serial # (B)(4), product type programmer.